Manufacturer narrative:
Multiple attempts were made to obtain the following additional information from the surgeon: medical records and operative notes for each of the three cases, whether any of the patients had a pre-existing infection at the time bioglue was applied, and lot numbers used. However, all attempts were unsuccessful. A review of the device history record could not be performed as lot numbers were not provided. Shipping records could not be queried for possible lot numbers as the date of implant is unknown. A review was performed of the available information. During a 1.5 year time frame dr. Answini had 3 patients which developed an infection that appeared to involve bioglue at the lv apex. In all three cases the original operation was a transapical transcatheter aortic valve replacement and the infection occurred a few months post-op. No information is provided regarding the symptoms exhibited, testing conducted to confirm infection, treatment provided for the infections, or when/if the infections have resolved. Also, no information was provided on the amount or anatomical location of bioglue applied during the original procedure, or if the bioglue was used in the presence of an infection. Bioglue is contraindicated for use in infected fields. Bioglue is terminally sterilized (validated system) via gamma irradiation. This, coupled with the fact that the infections occurred "a few months post-op," makes it unlikely that bioglue is a primary cause of infection. Cryolife is unaware of any papers which noted an increased risk for infection in cardiac surgery cases that have used bioglue vs cases that have not used it. Baillot et al. Published a case report on surgical site infections following transcatheter apical aortic valve implantation: incidence and management. Of the 154 patient which underwent the procedure, 3.2% (n=5) presented with a surgical site infection. Thirty seven patients in the series received bioglue to help control bleeding from the ventricle. Bioglue was used in only 1 of the 5 patients which developed an infection (baillot 2012). Coselli eta al., which compared bioglue and standard anastomotic repair, found that the infection rates were statistically similar (coselli 2003). Neither article alleges bioglue to be the cause or contribute to the reported infections. The IFU provides the following information: "do not use if packages have been opened or damaged," "exercise caution with repeat exposure of bioglue in the same patient," "bioglue contains a material of animal origin that may be capable of transmitting infectious agents," "hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals," "bioglue is not for patients with known sensitivity to materials of bovine origin," and "do not use bioglue in the presence of infection and use with caution in contaminated areas of the body." The IFU also states "development of immune complex disease, with various manifestations, as the device undergoes resorption is also a possibility" and "bioglue, which degrades via proteolysis, can be slow to resorb dependent on the quantity of adhesive applied. The slow resorption of excessive amounts of bioglue has been associated with sterile inflammatory response requiring explant of the material. Bioglue should be applied as a thin layer, as adjunct to sutures or staples, and in amounts sufficient to seal the area. Bioglue should not be applied in excess." The IFU lists infection as a potential adverse event associated with the use of bioglue. The root cause of the reported event is unknown; however, as bioglue is terminally sterilized through a validated process and the event occurred a few months post-operation it is unlikely that bioglue contributed to the reported infections. Also, cryolife is unaware of any publication which show a statistically increased risk of infection when bioglue is used.

Event description:
According to the report, the surgeon mentioned he recently had several patients have infections around the area of bioglue use. His concern was that somehow bioglue was causing the infection. Additional information was received from the surgeon which stated the following: "we have seen 3 cases of it in the last 1.5 yrs. All of them were transapical transcatheter aortic valve replacement cases that developed infections that appeared to involve the bioglue at the lv apex. So it's not that we have seen a bunch of cases but we have seen a few. The last patients name is [redacted]. All of the cases presented late. With infections occurring a few months postop." This report represents the third of three cases.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon mentioned he recently had several patients have infections around the area of bioglue use. His concern was that somehow bioglue was causing the infection. Additional information was received from the surgeon which stated the following: "we have seen 3 cases of it in the last 1.5 yrs. All of them were transapical transcatheter aortic valve replacement cases that developed infections that appeared to involve the bioglue at the lv apex. So it's not that we have seen a bunch of cases but we have seen a few. The last patients name is [redacted]. All of the cases presented late. With infections occurring a few months postop." This report represents the third of three cases.